Manufacturer narrative:
(B)(4). (B)(4). Device not returned. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a different product code suture was discovered in the box. There were no patient consequences reported.